Manufacturer narrative:
No parts have been returned for product analysis. The initial reporter is a radiologic technologist. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that upon booting, the image acquisition system(ias) and the mobile viewing station(mvs) were not able to connect. The mvs monitor then went black and the entire cart appeared to lose power. The system was rebooted 3 or 4 times, the umbilical cable was reseated, and a new wall outlet was tried with no resolution. The ias was on, but the battery indicator showed that it was not charging. There was no patient involvement.